Event description:
It was reported that the patients, residents, md's, other nurses were making unauthorized changes and circumventing the tamper resistance feature of the pca module. This has allegedly resulted in a few incidents of over infusion. It was noted that although the hospital has security issues with everything, but "not just ivs. No further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.